Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device deployed clips that were not fully compressed. No other info available about problem. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.